Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support with the customer biomed who indicated the device stopped beeping in the middle of a procedure. The rse informed the biomed that replacement parts are available and provided the biomed with part ID information. There was no onsite philips engineer evaluation of the reported issue. We will consider the biomed resolved the speaker issue internally, as there were no parts ordered / consumed, and there has been no communication from the customer since the initial reported failure.

Event description:
The customer reported the speaker on their intellivue mp90 is not working. The device was in clinical use at the time of the event. There was no report of patient or user harm.